Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 because of a high blood glucose level of 591 mg/dl. The customer had experienced high blood glucose levels that seemed to drop with an infusion set change. She was wearing her insulin pump at the time of hospitalization. While troubleshooting, the tubing had air bubbles. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.